Event description:
It was reported the patient's previous device had been rejected by their body. It was noted there was no record of the patient's previous device. Caller reported the patient had the device sometime in 2011 and fell on their right buttock and the device was 'destroyed' and needed to be replaced. It was also noted this device eroded as well. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).